Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture and insulation damage. As a result, the lead triggered a lead integrity alert (lia) for noise, non-sustained tachycardia and increased counts to sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.